Event description:
Report received that the pump motor continued to run after the device was turned off. The pump was programmed to deliver an unspecified amount of tpn in the intermittent mode. When the infusion was complete, the patient disconnected the pump. The pump was powered off but reportedly continued to run. No audible alarms were reported. There was no reported adverse patient sequelae.